Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that there was evidence of foreign material within the inner sterile package. The packaging was extrinsically damaged. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, it was noted that the internal lead packaging was compromised. The packaging appeared crushed and damaged. The lead was attempted to be placed into the sterile field but it stuck to the packaging. A new lead was used for the implant. No patient complications have been reported as a result of this event.